Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient had their ins moved to the opposite side of their torso on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) battery pocket appeared to be infected, per the physician. The manufacturer representative stated that the patient was being seen for a post-op visit on the date of this report and the physician wanted to hold off on using the ins until the infection was cleared. No environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative stated that the physician prescribed the patient antibiotics for the infection. It was noted that the issue has not been resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was feeling tenderness to the touch while laying on their ins or touching the recharger to it. The patient was occasionally feeling burning pains at the battery location and they had difficulty charging due to this pain. The patient was considering an explant or a pocket revision. No further complications were reported.